Manufacturer narrative:
(B)(4). The onset date of peritonitis was an unknown date in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient had a break in aseptic technique which caused peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy while using unknown baxter pd disposables. The patient was not hospitalized for the event. The patient was treated for peritonitis with vancomycin (1.5, units and frequency not reported) intraperitoneally. In the same month as this report, the patient was treated for peritonitis with levaquin (dose and frequency not reported) orally. The patient had been retrained in aseptic technique multiple times. Pd therapy was ongoing. The patient had not recovered from the event.